Event description:
It was reported that the patient presented to the hospital after receiving an appropriate shock on vt and an inappropriate shock was received immediately after due to noise on the rv lead. Lead damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.